Manufacturer narrative:
Innovative health, llc became aware on 16-mar-2021 of a report from (B)(6) hospital on a viewflex xtra ice device that experienced a tip fracture while the device was in use during a procedure. Innovative health received the device back on 17-mar-2021. The fracture on the tip was confirmed. Innovative health contacted the healthcare facility in two different occasions on 18-mar-2021 and 30-mar-2021 to obtain additional details about the incident. No additional details were provided. Patient was not injured.

Event description:
The viewflex catheter tip reportedly broke in the patient during a case. No patient injury was reported.